Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Driber tip broke upon screwing in the glenosphere, the fragment remained implanted.